Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon burst during inflation. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of mustang balloon catheter. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the proximal balloon bond and extending approximately 62mm distally across the balloon material. The rated burst pressure for this device as per specification is 24 atmospheres. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon burst during inflation. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.